Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse found that the power switch would not power it off. To fix the issue, the fse removed the batteries to power it off. The fse also replaced the power management board and the front end board and recalibrated the pressure transducer. The iabp unit passed all calibration function and safety tests that were performed. The unit was returned back to the customer and cleared for clinical use.

Event description:
The customer noticed while doing service test that the cardiosave intra-aortic balloon pump(iabp) screen freezes and unit emits loud screeching noise after powered it up. There was no patient involvement and no adverse event was reported.